Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient stated that the loss of connection occurs when patient is in his home office; sometimes when using bluetooth headphones but does not happen all the time. Everytime it has occurred has been while patient is present where the wi-fi router is located. Patient said they are going to contact isp about the router. Dexcom representative advised patient to try using headphones outside of the office environment to see if the loss of connection occurs. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.